Manufacturer narrative:
At filing date, no add'l details are known. A f/u will be issued as necessary based upon investigation results.

Event description:
It was reported by email that a (B)(4) cot dropped. The email did not indicate if there was a pt involved or if there were adverse consequences reported.